Event description:
The customer stated that he had been hospitalized five times and treated by paramedics once due to hypoglycemia. Troubleshooting was performed and the insulin pump passed the displacement test. It was found that the customer is practicing the correct priming technique. The customer stated that he has a medical condition that requires him to frequently change his basal rates. The customer stated that his body's inconsistency could have contributed to the hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.